Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
After preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the ball bearing fell out of the connector. No other details regarding the nature of the event were provided. Since this event occurred after cardiopulmonary bypass, there was no pt involvement during this event.